Event description:
A dual chamber implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately eight months post the device system implant.

Manufacturer narrative:
Product event summary: pug242938h-the device was returned to the manufacturer and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Add'l device: (B)(4) implantable tachy lead (B)(6) 2012. A cause of death has been requested and not received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.